Manufacturer narrative:
This report is submitted on june 02, 2022.

Event description:
Per the clinic, the patient experienced imbalance and inflammation in the labyrinth and subsequently was treated with oral steroid (specific date and duration not reported). The implanted device remains.